Event description:
It was reported that the unspecified bd¿ infusion set leaked chemotherapy medicine onto the floor during the infusion. The following information was provided by the initial reporter: "chemo was ongoing. Pump beeping - air in line. Rn went to assess the pump. Patient noticed leak from the bag. Tiny amount seen on the floor less than 1 ml. Leak noticed on the top blue area of the tubing. Infusion stopped and placed on the chemo bag. Chemo spill clean up done."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation: no photo or sample was received with the customer's complaint of leakage. Without any further information, the complaint cannot be verified and the root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that the unspecified bd¿ infusion set leaked chemotherapy medicine onto the floor during the infusion. The following information was provided by the initial reporter: "chemo was ongoing. Pump beeping - air in line. Rn went to assess the pump. Patient noticed leak from the bag. Tiny amount seen on the floor less than 1 ml. Leak noticed on the top blue area of the tubing. Infusion stopped and placed on the chemo bag. Chemo spill clean up done."